Manufacturer narrative:
Corrected information was provided in b1 and d3. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d1 and d4. Upon review, the brand name, catalog, serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the failure to advance was patient condition per clinical that due to patient anatomy unable to pass impella past the aortic valve. The cause of the injury (hemodynamic instability) was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was attempted to be inserted via the right femoral artery in an 89-year-old male patient undergoing high-risk percutaneous coronary intervention (hrpci). During device insertion, the physician was unable to advance the impella catheter across the aortic valve due to the patient¿s anatomy. The approximate insertion angle was 45°, a guidewire was used, and no excessive force was applied. The case was aborted, and the patient experienced no harm. The event was attributed to patient specific anatomical factors which prevented successful delivery of the impella device. There was no evidence of device malfunction or damage. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption.